Event description:
It was reported that a spectrum iq pump displayed a white screen during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device displayed a white screen. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a damaged processor board. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/additional information b5: the customer responded via follow up that the white screen occurred during start up of the device. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue was identified prior to start of infusion and therefore can only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.